Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 300 units. The cartridge was reloaded onto the pump however the fill estimate was still inaccurate. Contact stated the customer would continue to use the current cartridge. In addition, the pump battery was observed to be depleting quickly. The contact stated the pump depleted from 35% unexpectedly and shut down due to low power. There was no impact to the customer's blood glucose level due to the battery issues. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available. In addition, the customer experienced a low blood glucose (bg) level that morning of 50 (mg/dl). The contact stated that the reason for the low bg level was unknown. The school nurse gave the customer juice to consume to address bg level. Reportedly, the school nurse addresses and pump or bg related issue due to the customer's young age. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.

Manufacturer narrative:
Low bg, fill estimate: 213, 71.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level were not confirmed on (B)(6) 2017. User does not utilize the cgm option on their t:slim g4. User made bolus requests without entering current bg levels and still had insulin on board (iob). Two cartridge change sequences completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop.